Manufacturer narrative:
Initial reporter facility name: (B)(6). (B)(4). The device has not been received for analysis. Should the device become available for analysis and there is any further relevant information, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed in the esophagus on (B)(6) 2020. According to the complainant, prior to the procedure, the physician noticed that the trip wire was not in place as it was trapped on the lateral side of the hand controller, not allowing to release the bands. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed in the esophagus on (B)(6), 2020. According to the complainant, prior to the procedure, the physician noticed that the trip wire was not in place as it was trapped on the lateral side of the hand controller, not allowing to release the bands. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***additional information received on august 27, 2020*** it was reported that the procedure performed was esophagogastroduodenoscopy (egd). There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter facility name: hopital (B)(6). Block h6: device code a050501 captures the reportable event of bands failed to deploy. Block h10: investigation result the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the handle assembly was returned with the device. It was also noted that the proximal loop of the trip wire was detached. The crimp of the proximal loop showed that the trip wire was detached by tension. Additionally, part of the trip wire was stuck in the handle assembly. There were no marks showing the trip wire being secured. It was noticed that the handle assembly was damaged due trip wire tension and part of the suture thread was attached to the distal trip wire loop, indicating that it was set up. A functional evaluation was performed, and the handle assembly could not be rotated due the trip wire being stuck. No other problems with the device were noted. The reported event was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured, and the slack wasn't taken up correctly as mentioned in the IFU. This condition could have affected the overall performance of the device causing the trip wire to slip through the handle assembly and contribute to an inaccurate deployment of the bands and causing more tension on the device. Additionally, the trip wire was stuck inside the handle likely due to not setting up the trip wire correctly. Likely because of these conditions, the handle assembly was damaged, and the trip wire was detached. Taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications.

Manufacturer narrative:
Block e1: initial reporter facility name: hopital (B)(6). Block h6: device code 2610 captures the reportable event of bands failed to deploy. Conclusion code 4316 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. If any further relevant information is received, a supplemental MDR will be filed. Block h11: on september 09, 2020, additional information was received stating that the correct date boston scientific corporation became aware of this event was on (B)(6) 2020.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed in the esophagus on (B)(6) 2020. According to the complainant, prior to the procedure, the physician noticed that the trip wire was not in place as it was trapped on the lateral side of the hand controller, not allowing to release the bands. The procedure was completed with another speedband superview super 7 device. No patient complications have been reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Additional information received on august 27, 2020. It was reported that the procedure performed was esophagogastroduodenoscopy (egd). There were no patient complications reported as a result of this event.